Manufacturer narrative:
Concomitant medical products: 4076-45, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. The patient was treated with medication. A new system will be implanted at a later date. No further patient complications have been reported as a result of this event.